Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button anomaly and low blood glucose levels. The customer's blood glucose level was between 55 and 65 mg/dl. The customer treated with orange juice, cereal, toast, and some glucose tablets. The customer's blood glucose went up to 111 or 115 mg/dl after eating, however went up again to 360 mg/dl. The customer was using an older insulin pump and had a new insulin pump available to use. The customer was advised to remain disconnected from the old device and contact her health care provider to retrieve settings. The customer declined to return the product.